Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alert on the insulin pump, after the customer had gone through a full body scanner at the airport that day. Customer's blood glucose was between 80 and 120 mg/dl. The drive support cap appeared normal and the insulin pump past the self-test. Nothing further reported.